Event description:
The event is reported as: complaint alleged issue: the staples came out twisted. They used another stapler w/o no other issue. Pt current condition is fine.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.